Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous renal artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. During first inflation at 6 atmospheres for 3 seconds, the balloon ruptured from a pinhole at the tip part. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.